Event description:
Patient has pain in his left knee. The doctor tùscoped the knee several months ago. Patient still has pain. Doctor revised ps insert to a ts insert. No unusual circumstances. Surgeon was unsure if there were any additional medical reasons for the revision, other than pain. Surgeon did a scope 2-3 months ago, cleaned it out - he saw no signs of infection or loosening. The patients' pain persisted so he swapped the insert and went up a size.

Manufacturer narrative:
Additional devices listed in this report: cat 5566-s-016, lot m4h22b, description: tri press-fit stem 16x150mm. Cat 5570-s-040, lot m6m11d, description: triathlon total knee system offset adapter 4mm. Cat 5512-f-601, lot abio, description: tri ts femur sz6 left. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision surgery whereby the insert was exchanged for unspecified reasons involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: device evaluation was not performed as no items were returned. Medical records received and evaluation: no medical records were received. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the patient underwent a revision surgery whereby the reported insert was revised for unspecified reasons. The exact cause of revising the reported insert could not be determined because further information such as x-rays, operative report and clinical history are needed to complete the investigation for determining a root cause.

Event description:
Patient has pain in his left knee. The doctor tuscoped the knee several months ago. Patient still has pain. Doctor revised ps insert to a ts insert. No unusual circumstances. Surgeon was unsure if there were any additional medical reasons for the revision, other than pain. Surgeon did a scope 2-3 months ago, cleaned it out - he saw no signs of infection or loosening. The patients' pain persisted so he swapped the insert and went up a size.